Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute integrity rx drug eluting stent to treat a lesion located in the obtuse marginal (om). It was reported that the device was unable to cross the lesion due to stent deformation. It was described that a wire barb was on the stent. The procedure was then completed using a resolute integrity otw device. No patient injury is reported.

Manufacturer narrative:
Additional information: it was subsequently reported that the event was reported in error. If information is provided in the future, a supplemental report will be issued.